Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from the filter of the IV tubing extension set during a tpn infusion. The IV tubing and tpn bag were replaced and the infusion restarted. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a leak from the filter of the IV tubing extension set during an infusion was confirmed. No evidence of damage was observed upon visual inspection. Functional testing was performed; fluid was observed flowing out of the filter¿s vent, confirming that the filter membrane is damaged. The root cause of the filter leak was not identified. The probable cause for the damaged filter membrane, based on the observed leaking from the filter vent, is most likely due to the filter being wetted out due to oversaturation.